Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via (B)(6). Case description: case number# (B)(4) was an initial spontaneous report from a health care professional via (B)(6) received on 12 oct 2015. This report refers to female patient of unknown age. Medical history included intrathecal pump insertion and catheter placement on an unknown date. No concomitant medication was reported. The patient received baclofen intrathecal (baclofen) for an unknown indication from an unknown start date at a dose of 120 ug, qd (intrathecal). On (B)(6) 2015, the patient experienced overdose and therapeutic response decreased. Action taken with baclofen was not reported. Outcome, seriousness and causality of the events were not reported.